Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd) due to farfield r-wave oversensing (ffos) resulting in inappropriate atrial tachy response (atr) mode switch. Furthermore, there were differing longevity estimates given over the last year since implant. A request was made to have data from this device analyzed. Additional information provided advised data analysis was performed, and there is no evidence of pbd. The device is operating and depleting normally. The differing longevity estimates is likely due to the power still stabilizing to the steady state due to the recent implant. The device remains in service. No adverse patient effects were reported.